Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided 3 photos for evaluation. The complaint of catheter kinked was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire. Do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The customer report of catheter kinked was confirmed by visual inspection of the customer supplied photos. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate , the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the physician does puncture, advances swg, takes out needle, pass catheter through swg and when he was going to take the swg out to let the catheter inserted it doesn't return. After several tries they had to take out the swg with the catheter, and saw that the swg was kinked so as the catheter. They had to use a new catheter and do a new puncture to the patient." No patient injury or harm reported and no medical intervention required. Patient's condition reported as "fine". Additional information received stated that ultrasound was used to identify vessel. No scars in the patients skin noted and no tortuous vessel visualized.

Event description:
It was reported that "the physician does puncture, advances swg, takes out needle, pass catheter through swg and when he was going to take the swg out to let the catheter inserted it doesn't return. After several tries they had to take out the swg with the catheter, and saw that the swg was kinked so as the catheter. They had to use a new catheter and do a new puncture to the patient." No patient injury or harm reported and no medical intervention required. Patient's condition reported as "fine". Additional information received stated that ultrasound was used to identify vessel. No scars in the patients skin noted and no tortuous vessel visualized.

Manufacturer narrative:
(B)(4).